Event description:
The customer alleged they received questionable results on multiple assays. The customer provided data for 147 patients. Six patients had discrepant results that were reported outside the laboratory; 22 patients had discrepant results that were not reported outside the laboratory. Repeat testing was performed on another cobas 6000, serial number not provided. It was unknown if there were any adverse events. The reagent lot numbers and expiration dates were not provided. The field service representative (fsr) went on site and repeated all the samples measured during the time of the event. Performance testing was done. After the performance testing, some of the assays were re- calibrated and the problem did not reoccur. The fsr checked the aspiration tube and filter of the procell and it was not well tightened. The customer started having a problem with the pipetting probe of this analyzer carrying over gel from the sample tube. The fsr went back on site to clean the instrument. When he removed the probe, he noticed the metallic connection inside the black electrical insulator was separated from the white wire. He replaced the probe.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. It was noted that there were several instrument alarms during the time of this event.

Manufacturer narrative:
Additional information has been provided. The date this report was received by the manufacturer was (B)(4) 2013.